Event description:
It was reported that during post implant device check, a lead warning occurred for right atrial lead low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-15 lead, implanted: (B)(6) 2014. (B)(4).